Event description:
During a coronary drug eluting treatment procedure, difficulty inflating the balloon was encountered. The treatment was for an 80% instent restenosis of the proximal right coronary artery. The lesion was predilated with a 3.5 x 15 mm crossail balloon. After predilation the physician reached the lesion with a taxus express2 3.50 x 20 mm stent. However, as the physician began to deploy the stent at 14 atms, the balloon would not hold its desired pressure. In addition, when pulling negative on the inflation device blood was pulled back. Consequently, the taxus stent was partially deployed. The delivery balloon was removed and post-dilation with a 3.5 x 20 mm crossail balloon was used to fully deploy the taxus stent. No further intervention or complication was noted. Pt status is reported as "satisfactory/good."